Event description:
After conducting stent placement with a smart control in the superficial femoral artery lesion, the tip of the retrieved shaft was off and missing. The tip was confirmed by angiography, the physician tried to catch the tip part with snare a catheter, and successfully retrieved it. The procedure was completed. The smart control (c06060m, complaint product) was retrieved after the stent was placed properly. Any resistance or anomaly was not observed during withdrawal. The pt was male age and weight was unk. There was no calcification or vessel tortuosity, and the rate of stenosis was unk. There was no adverse event, and the pt is in stable condition. The product will be returned for eval.

Manufacturer narrative:
The product was stored and handle according to (IFU) instruction for use guidelines, and the product secure in the package. All IFU guidelines were followed during removal, prep, insertion, and delivery. During removal, there was no anomaly reported. No add'l info was available. Add'l info will be submitted within 30 days of receipt. This product is similar to us smart control stent delivery system.